Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include, blockage or component damage. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the handpiece is unable to engage in the user interface. No case involved.